Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reaction to the nickel / possible allergy to pet fibers /hypersensitivity reaction to hypersensitivity reaction to"), pelvic pain ("severe and persistent pelvic pain /severe and persistent pain / pain and suffering") and langerhans cell sarcoma ("cancer- langerhans cell histiocytosis") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 (((B)(6) 2009, (B)(6) 2011 and (B)(6) 2012)) and c-section. Concurrent conditions included body mass index normal. Concomitant products included cilest (ortho tri-cyclen). On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria, dizziness, nausea and dermatitis, pelvic pain (seriousness criteria medically significant and intervention required), langerhans cell sarcoma (seriousness criterion medically significant), abdominal pain upper ("severe and persistent stomach pain and cramping"), hypersensitivity ("internal allergic reaction"), vulvovaginal pruritus ("vaginal itching"), anal pruritus ("anal itching"), pain ("full body aches/pain"), migraine ("migraines"), bone pain ("all over head to toe (deep bony pain)"), abdominal pain ("severe abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysto (interpreted as hysterectomy)), surgery (underwent laparoscopic hysterectomy) and radiation therapy (chemotherapy,methotrexate). Essure was removed on (B)(6) 2014. At the time of the report, the allergy to metals, vulvovaginal pruritus, anal pruritus, abdominal pain and abdominal pain lower had resolved, the pelvic pain, langerhans cell sarcoma, abdominal pain upper, hypersensitivity, pain, migraine and bone pain outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, anal pruritus, anxiety, bone pain, depression, hypersensitivity, langerhans cell sarcoma, migraine, pain, pelvic pain and vulvovaginal pruritus to be related to essure. The reporter commented: a lots of them still have symptoms that have yet to disappear (unspecified). She was glad knowing those evil things were no longer in her body. Pfs - patient received treatment for severe and persistent pelvic pain, cancer: langerhans cell histiocytosis. Current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Nickel test negative. In (B)(6) 2013 underwent essure confirmation test (barium x-ray). Concerning the injuries reported in this case, the following one was reported via social media allergic reaction to the nickel with hives. Most recent follow-up information incorporated above includes: on 22-nov-2017: events - "internal allergic reaction, vaginal itching, anal itching, full body aches/pain, cancer- langerhans cell histiocytosis, severe and persistent pelvic pain, migraines, all over head to toe (deep bony pain), felt dizzy, nauseous, had a red inflammation reaction to skin, anxiety, depression, severe abdominal pain, cramping", reporter, historical condition, concomitant condition added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reaction to the nickel / possible allergy to pet fibers /hypersensitivity reaction to hypersensitivity reaction to"), pelvic pain ("severe and persistent pelvic pain /severe and persistent pain / pain and suffering") and langerhans cell sarcoma ("cancer- langerhans cell histiocytosis") in a 27-year-old female patient who had essure (batch no. 959215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2009, (B)(6) 2011 and (B)(6) 2012).) And c-section. Concurrent conditions included body mass index normal. Concomitant products included cilest (ortho tri-cyclen). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines"). In 2013, the patient experienced vulvovaginal pruritus ("vaginal itching"), anal pruritus ("anal itching") and dyspepsia ("digestive problems"). In 2015, the patient experienced pain ("full body aches/pain"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria, dizziness, nausea and dermatitis, pelvic pain (seriousness criteria medically significant and intervention required), langerhans cell sarcoma (seriousness criterion medically significant), abdominal pain upper ("severe and persistent stomach pain and cramping"), hypersensitivity ("internal allergic reaction"), bone pain ("all over head to toe (deep bony pain)"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), skin lesion ("skin lesions"), amnesia ("short and long term memory loss"), autonomic nervous system imbalance ("autonomic nervous system problems"), fatigue ("fatigue"), asthenia ("poor stamina"), muscular weakness ("muscle weakness") and dyspnoea ("trouble breathing"). The patient was treated with hydroxycarbamide (hydroxyurea), diphenhydramine hydrochloride (benadryl), surgery (underwent laparoscopic hysterectomy and bilateral salpingectomy), surgery (underwent laparoscopic hysterectomy and bilateral salpingectomy) and radiation therapy (chemotherapy,methotrexate). Essure was removed on (B)(6) 2014. At the time of the report, the allergy to metals, vulvovaginal pruritus, anal pruritus, abdominal pain and abdominal pain lower had resolved, the pelvic pain, langerhans cell sarcoma, abdominal pain upper, hypersensitivity, pain, migraine, bone pain, dyspepsia, skin lesion, amnesia, autonomic nervous system imbalance, fatigue, asthenia, muscular weakness, dyspnoea and alopecia outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, amnesia, anal pruritus, anxiety, asthenia, autonomic nervous system imbalance, bone pain, depression, dyspepsia, dyspnoea, fatigue, hypersensitivity, langerhans cell sarcoma, migraine, muscular weakness, pain, pelvic pain, skin lesion and vulvovaginal pruritus to be related to essure. The reporter commented: when nickel allergy test was done she felt dizzy, nauseous, and had a red inflammation reaction to skin. Current weight: 142 lbs insertion details : on the right and essure device was placed without difficulty. The same procedure carried out on the opposite side in a similar manner. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Nickel test negative (B)(6) 2014 normal tubes and ovaries bilaterally. Concerning the injuries reported in this case, the following one was reported via social media: allergic reaction to the nickel with hives. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : anal pruritus, pelvic pain, hypersensitivity, fatigue and allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reaction to the nickel / possible allergy to pet fibers /hypersensitivity reaction to hypersensitivity reaction to"), pelvic pain ("severe and persistent pelvic pain /severe and persistent pain / pain and suffering") and langerhans cell sarcoma ("cancer- langerhans cell histiocytosis") in a 27-year-old female patient who had essure (batch no. 959215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 2009, (B)(6) 2011 and (B)(6) 2012). And c-section. Concurrent conditions included body mass index normal. Concomitant products included cilest (ortho tri-cyclen). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines"). In 2013, the patient experienced vulvovaginal pruritus ("vaginal itching"), anal pruritus ("anal itching") and dyspepsia ("digestive problems"). In 2015, the patient experienced pain ("full body aches/pain"), depression ("depression") and anxiety ("anxiety"). In december 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria, dizziness, nausea and dermatitis, pelvic pain (seriousness criteria medically significant and intervention required), langerhans cell sarcoma (seriousness criterion medically significant), abdominal pain upper ("severe and persistent stomach pain and cramping"), hypersensitivity ("internal allergic reaction"), bone pain ("all over head to toe (deep bony pain)"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), skin lesion ("skin lesions"), amnesia ("short and long term memory loss"), autonomic nervous system imbalance ("autonomic nervous system problems"), fatigue ("fatigue"), asthenia ("poor stamina"), muscular weakness ("muscle weakness") and dyspnoea ("trouble breathing"). The patient was treated with hydroxycarbamide (hydroxyurea), diphenhydramine hydrochloride (benadryl), surgery (underwent laparoscopic hysterectomy and bilateral salpingectomy), surgery (underwent laparoscopic hysterectomy and bilateral salpingectomy) and radiation therapy (chemotherapy,methotrexate). Essure was removed on 17-mar-2014. At the time of the report, the allergy to metals, vulvovaginal pruritus, anal pruritus, abdominal pain and abdominal pain lower had resolved, the pelvic pain, langerhans cell sarcoma, abdominal pain upper, hypersensitivity, pain, migraine, bone pain, dyspepsia, skin lesion, amnesia, autonomic nervous system imbalance, fatigue, asthenia, muscular weakness, dyspnoea and alopecia outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, amnesia, anal pruritus, anxiety, asthenia, autonomic nervous system imbalance, bone pain, depression, dyspepsia, dyspnoea, fatigue, hypersensitivity, langerhans cell sarcoma, migraine, muscular weakness, pain, pelvic pain, skin lesion and vulvovaginal pruritus to be related to essure. The reporter commented: when nickel allergy test was done she felt dizzy, nauseous, and had a red inflammation reaction to skin. Current weight: 142 lbs. Insertion details : on the right and essure device was placed without difficulty. The same procedure carried out on the opposite side in a similar manner. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Nickel test negative: (B)(6) 2014: normal tubes and ovaries bilaterally. Concerning the injuries reported in this case, the following one was reported via social media: allergic reaction to the nickel with hives. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : anal pruritus, pelvic pain, hypersensitivity, fatigue and allergy to metals. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records. Added reporters and essure batch number (959215).added events dyspepsia , skin lesion, amnesia, autonomic nervous system imbalance, fatigue, asthenia, muscular weakness, dyspnoea and alopecia.uptaded onset date vulvovaginal pruritus , anal pruritus, pain and migraine. Added treatment medication. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reaction to the nickel") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria. The patient was treated with surgery (hysto (interpreted as hysterectomy)). Essure was removed. At the time of the report, the allergy to metals had resolved. The reporter considered allergy to metals to be related to essure. The reporter commented: a lots of them still have symptoms that have yet to disappear (unspecified). She was glad knowing those evil things were no longer in her body. Concerning the injuries reported in this case, the following one was reported via social media allergic reaction to the nickel with hives. Most recent follow-up information incorporated above includes: on (B)(6) 2017: case became valid. Reporter's added. Event severe and permanent injuries was replaced with allergic reaction to the nickel with hives. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.